Event description:
It was reported that during a check prior to use, the power switch was pushed and the device was power on tentatively. A few seconds later, the device would shut down automatically. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Main printed circuit board found out of specification.